Manufacturer narrative:
It was stated that the device was being used off label for headaches. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37081-60, serial # (B)(4), product type extension; product ID 3777, lot # unknown, product type lead; product ID neu_silicone anchor. Lot # unknown, product type accessory; product ID 37081-60, lot # unknown, product type extension.

Event description:
It was reported that the patient was unable to adjust stimulation. The patient also experienced overstimulation. The stimulator suddenly increased voltage and the patient was unable to turn it down with the programmer. Impedances on electrode 3 were greater than 10,000 ohms. The lead was reprogrammed. After the reprogramming, the amplitude again started to increase by itself. A clinician programmer was utilized to check the amplitude and it had shown that it increased to the maximum level that was set. When the patient arrived to the hospital it was set for 8.3 v and 7.3 v. The system was explanted and the patient was hospitalized for the event. The patient had their system replaced and was receiving effective therapy.

Manufacturer narrative:
Final device analysis of the stimulator revealed no anomalies. Final device analysis of extension serial (B)(4) revealed no significant anomalies. Final device analysis of extension (unknown serial) revealed no significant anomalies. Final device analysis of the lead revealed that the body conductor was broken within 10 cm of the connector area. Final device analysis of the anchor revealed no significant anomalies.

Event description:
Additional information reported the patient was employed ¿as an electrician and he worked with high voltage.¿ the reporting manufacturer representative noted that ¿to her knowledge¿ the event ¿happened while the patient was at work.¿ in regards to whether the previously reported sudden voltage increase was due to the patient having ¿accidently turned up the voltage with his patient programmer,¿ the patient was noted as having reported that ¿it did not happen that way.¿ it was stated ¿the voltage increased by itself.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.